Event description:
When the stent was first put down the scope, customer wasn't happy with the position, went to load it again and catheter was kinked and stent had compacted. "As per cc form": when it was decided they would use a stent they started loading the stent into the scope and into the bile duct but the consultant was not happy with the position so they decided to recapture the stent. When doing this the trigger became very stiff and the catheter started to kink so they were not able to advance or retract the stent then. Upon inspection you can see that the catheter is kindled and the outer coating has come away. They then abandoned this stent and placed a second successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal? During repositioning. 2. What endoscope type and channel size was used? Duodenoscope 3. What was the position of the elevator? N/a, open, closed. N/a. 4. Details of the wire guide used (diameter, type, make)? Acrobat2 .035. 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. N/a. 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. Yes. 7. Please advise the anatomical location of the intended target site. Common bile duct. 8. How long was the stent in the patient by the time this complaint occurred? A few seconds. 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no. N/a. 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no. Yes. 12. What intervention (if any) was required? A new stent. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same procedure. 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. No. 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 6cm. 2. Where was the stricture located in the body? Common bile duct. 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no. No. 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no. No. 5. Was the stricture dilated before stent placement? N/a yes, no. No. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? N/a, yes, no. Yes. 2. Was resistance felt during insertion into patient? N/a, yes, no. No. 3. If yes, at what point?. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. Yes. 2. If other, please specify. 3. Was the directional button pressed during use? N/a, yes, no. Yes. 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. Yes. 5. Was the yellow marker kept in view during deployment? N/a, yes, no. Yes. 6. Are images of the device or procedure available? N/a, yes, no. No. Questions related to during introducer withdrawal: 1. Are images of the device or procedure available? N/a, yes, no. No. 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. Yes. 3. If yes, what was used? Flouroscopy. 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. No. 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no. No. 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. No. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices): 1. What instrument was used for stent repositioning / removal? Forceps, snare, other. N/a. 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no. Yes. 4. If yes, please when this was felt? Advancement or deployment? Both. 5. How did the physician deal with this resistance? Withdrew. 6. Was the lasso (suture) loop used during repositioning? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the addition of the lab evaluation being completed on 30-apr-2024.

Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-8-b device of lot number c2038701 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 30th apr 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned, directional button is in deployment position, safety wire still in place, red shuttle on 04th dimple, flexor kink noted approx. 123.8cm from the white tip, flexor break noted approx. 23.8cm from white tip. Functional inspection: handle actuating fine for deployment and recapture, unable to deploy stent, safety wire removed with no issue. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous anatomy. It may be noted that the handle was actuating fine for deployment and recapture during the laboratory evaluation. It is known from the available information that resistance was encountered during advancement and deployment. It is possible that during stent recapture tortuous path may have caused a build-up of pressure which may have led catheter kinking that was reported by the customer. This kinking may have contributed to the trigger stiffness and issue with being able to advance and retract the stent. Furthermore, continued attempted actuation of the trigger with a kinked flexor, the flexor may have broken due to the excessive strain on the device sheath. This is supported by the customer testimony "upon inspection you can see that the catheter is kindled and the outer coating has come away". The initial failure mode identified was kinked flexor & subsequently led to broken flexor observed in the laboratory. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the reported patient outcome, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: the device evaluation for evo-fc-10-11-8-b device of lot c2038701 could not be completed as the device or photographic evidence of the device was not returned for evaluation. Request was made for the devices return but it has not been received to date. If the device is returned the investigation will be updated accordingly. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2038701 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2038701 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label : it should be noted that the instructions for use (ifu0062) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is not sufficient evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause analysis : a definitive root cause could not be determined. A possible root cause could be attributed to torturous anatomy. It is known from the available information that resistance was encountered during advancement and deployment. It is possible that during stent recapture tortuous path may have caused a build-up of pressure which may have led catheter kinking that was reported by the customer. This kinking may have contributed to the trigger stiffness and issue with being able to advance and retract the stent. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Confirmation of complaint : complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer during attempted stent recapture the catheter kinked contributing the trigger stiffness and further stent deployment/ recapture. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. Investigation findings a possible root cause could be attributed to the torturous anatomy.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 15-nov-2023.